Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and further reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the date of the primary surgery was (B)(6) 2011 and that a hip revision procedure occurred on (B)(6) 2012. The operative notes for the revision procedure indicate a periprosthetic fracture due to a patient fall. The femoral stem and modular head were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.